Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 4/28/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the intraocular lens (iol) returned. Upon evaluation the plunger was not in advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Lubricating material residues were not observed in the device. The lens was correctly positioned at the storage area. The device was opened to revise the lens condition, and there was no damaged/defect observed on it. Based in the analysis the reported issue was not verified, and product quality deficiency was not identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a dib00 intraocular lens (iol). Defective lens. No contact with patient's eye, the issue was identified at during handling/prior to insertion. No patient involvement has been reported. No further information is available.